Event description:
In (B)(6) 2012, the patient reported having breakthrough pain and felt like their bolus was not helping enough. The patient further stated that they felt their pump "quit working between 4 and 8 pm" and it felt like the medicine was not in his system anymore. The patient stated that he does not get enough pain relief during the day. In (B)(6) 2012, the patient's basal rate was therapeutic. An adjustment was made and the was patient doing well, with no near term adjustments needed. In (B)(6) 2012, it was reported that the patient was fine and enjoying life. In (B)(6) 2013, the patient later reported that the pump was still not working. He further stated that they were still changing out medications, and that he was on his fourth medication. He stated that he had had morphine, straight fentanyl, straight hydromorphone, and now he has hydromorphone and fentanyl. The patient noted that once he had morphine to a therapeutic dose, it put him to sleep and he was sleeping for about eighteen hours a day. He further noted that "had caused some issues too".

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8840 lot# serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had a dose change on (B)(6) 2012 where the simple continuous daily dose of fentanyl was changed from 350 mcg/day to 450 mcg/day. When the dose was updated the lockout interval on the patient programmer changed from one in 6 hours to one in 8 hours. Since the lockout information needs to re-entered following a dose change, a clerical error was suspected.

Manufacturer narrative:
(B)(4).

Event description:
The first year after implant, the patient had a lot of medication changes. The problem was that when the pump was turned up high enough to help him with his pain, it sedated him. It made him average 17 hours of sleep per day. This went on for 52 days. After that, they brought it back down and his pain returned. The pump still helped about 50% and they compensated for the loss with oral medication and he was "pretty much stable with that for a year".